Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: one opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side intracapsular rupture and capsular contracture, baker grade iii, diagnosed by MRI. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6.

Event description:
Physician reported right side intracapsular rupture and capsular contracture, baker grade iii, diagnosed by MRI. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Physician reported right side intracapsular rupture and capsular contracture, baker grade iii, diagnosed by MRI. The device has been explanted and replaced with a new implant.